Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that the doctor was performing a total hip arthroplasty. While he was trailing the 32 + 13 trial head, he lost it in the patient's wound. He attempted to retrieve it for 30 minutes but was unsuccessful. So he left it in the wound and closed the patient up with the trial head inside, stuck in the patient's tissue. There was 30 minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.